Event description:
It was reported that after the stylet was withdrawn from the catheter, black foreign matters were left on the guide wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a foreign material is inconclusive due to poor sample condition. One 4 fr groshong nxt flushing hub stlyet assembly was returned for evaluation. The product label indicated lot: redq3899. Two photo samples of a 4 fr groshong flushing hub stylet were provided for evaluation. The stylet was returned curled with itself which corresponded with the photos provided. A darkened spot appears to be present on the stylet in one of the photos; however, the microscopic observation of the stylet surface did not reveal any apparent residue or discoloration on the device. The material may have been introduced during handling or use of the device and may have been removed prior to return. Since the material is unknown and the location at which it was introduced could not be determined, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redq3899 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the stylet was withdrawn from the catheter, black foreign matters were left on the guide wire. No other information was provided.